Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the low voltage lead failed to capture. The lead was implanted and explanted on (B)(6) 2025 and successfully replaced. The patient was discharged following the procedure.

Manufacturer narrative:
The reported event of failure to capture was confirmed. A complete lead was returned in one piece with helix retracted and clogged with blood/ tissue. X-ray examination found the inner coil inside the connector region was overtorqued with two filars broken/ separated consistent with procedural damage. Electrical testing did not find any indication of conductor fractures; however, an internal short was noted between conductor paths due to the overtorqued inner coil inside the connector region. The cause of the reported event was isolated to the inner coil being over-torqued in the connector region consistent with procedural damage at the time of the procedure.